Event description:
The customer reported recurring partial aspiration errors with associated p-flags on patient samples involving the coulter lh750 hematology analyzer. This report references the event which occurred on (B)(6) 2013. The customer reported obtaining partial aspiration error issue (p-flag) again for patient samples on (B)(6) 2013 after the fse serviced the instrument on the prior day. No numeric values are generated when there is a partial aspiration error and there was no change or affect to patient treatment in connection with this event. The customer repeated all affected samples following the field service engineer's repair and no results were reported out of the laboratory with the partial aspiration flags. The customer declined to provide instrument printouts for this event. Qc (quality control) results prior to the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed intermittent partial aspiration errors from the instrument. The fse replaced an air cylinder for the misaligned bsv (blood sampling valve) center section to resolve the partial aspiration errors. The fse indicated that the differential shear valve was also replaced as it may have been a possible cause of the partial aspiration erorrs. (B)(4). All related medwatch reports associated with this event: 1061932-2013-01448, 1061932-2013-01449, 1061932-2013-01450, 1061932-2013-01451.